Event description:
On (B)(6) 2025 the customer reported obtaining non-repeatable, falsely elevated hstni (access high sensitivity troponin I, part number b52699, lot number 572119) patient results for 3 patients involving the laboratory's dxi 9000 analyzer (part number c11137, serial number (B)(6)). ¿ on (B)(6) 2025, the customer obtained non-repeatable high hstni results for 3 patients. Those elevated results were discordant with the patients¿ clinical files. Below is the chronology of events that occurred on (B)(6) 2025: - at 2:27pm: sample 1 (ID (B)(6)), the customer first obtained 20.7 ng/l and after repeat the result was 2.1 ng/l. - at 2:28pm: high hstni patient result >257,597,6 ng/l. This result was not questioned by customer. - at 3:03pm: sample 2 (ID (B)(6)), the customer first obtained 30.2 ng/l and after repeat the result was 8.5 ng/l. - at 4:43pm): sample 3 (ID (B)(6)), the customer first obtained 28.3 ng/l and after repeat the result was 6.6 ng/l. - the repeat results were later in the day of (B)(6) 2025 and were obtained on an alternate reagent as the original reagent pack was depleted. The customer reported that the 3 patients were kept in the emergency room for longer than necessary and underwent other exams without providing further details on the type of exam underwent. There was no report of further harm to the patient as a result of the change in treatment. No hardware errors or issues with other assays were reported in conjunction with this event. System check data was not provided or verbally reported. Calibration passed on (B)(6) 2025 with reagent lot 572119 and calibrator lot 440394. Quality control (qc) was passing within the laboratory¿s established ranges at the time of the event. No issues with samples integrity were reported by the customer. - note: three MDR reports will be submitted, one for each of the three patients who were affected by this event. This report will cover patient sample 1.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity reagent was not returned for evaluation. The reagent pack had no tests remaining and was discarded. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with samples integrity were reported by the customer. ¿ although sample 2 and sample 3 were preceded by a very high hstni patient result >257,597,6 ng/l, there is insufficient evidence to conclude that a carryover is the cause of these results. For sample 2, the percent change between the original and the repeat results is -71.85%. For sample 3, the percent change between the original and the repeat results is -76.68%. Per the hstni instruction for use (IFU) part number c78428e: ¿the access hstni assay was designed to produce no clinically significant carryover for =95% of high samples tested up to 270,000 pg/ml (ng/l), based on a concentration shift of <3.5 pg/ml (ng/l) when testing a low sample (=10 pg/ml [ng/l]). One study demonstrated that 99% of high samples tested up to 270,000 pg/ml (ng/l) produced no clinically significant carryover¿. ¿ on (B)(6) 2025, the field application specialist (fas) confirmed by mail that the repeat results were obtained on a new reagent pack which was already loaded onto the instrument. There was no cleaning procedure performed in between the initial and repeat values. Although qc was noted to be passing later the same day with the new reagent pack, it was not confirmed that the qc on the new reagent pack was performed prior to running the samples again. In conclusion, the cause of this event cannot be determined with the available information. There is insufficient evidence to confirm any carryover had occurred in conjunction with this event. There is insufficient evidence of a malfunction. Note: three MDR reports will be submitted, one for each of the three patients who were affected by this event.